Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with a peak blood glucose of 225 mg/dl lasting approximately 3 to 4 hours after a meal, during which the ilet provided a high-glucose alert; the user had announced the meal, and glucose values were trending down into range by the time of contact. Symptoms included none reported. Outcomes included no need for assistance and no medical intervention. Investigation included a review of use-related factors, product-use history, and troubleshooting with education to monitor glucose for the subsequent 1 to 2 hours. Investigation of this case revealed no evidence of device malfunction, with findings consistent with transient postprandial hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.